Manufacturer narrative:
No button error alarm was noted. The pump had no button response due to a flattened keypad dome on the act button. The pump also had minor scratches on the lcd window, a cracked case near the window display corners, cracked battery tube threads, and a cracked battery tube lip. In addition, the pump had moisture damage on the keypad trace, but not on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump was exposed to moisture when a wave knocked her into the water. Blood glucose reading was 146 mg/dl. The customer did have manual injection as a backup plan. Customer mentioned that the keypad became unresponsive and the insulin pump alarmed for button error. Advised that the insulin pump will be replaced. Nothing further reported.